Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of display malfunction. The event was reported to have occurred upon power up in biomed services. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a display malfunction was confirmed and reproduced. The cause of the reported condition was determined to be defective main display. The main display was replaced to fix the reported condition. Additional investigation is being conducted through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.